Event description:
This device was returned with documentation from biotronik representative. This lead was explanted due to dislodgement. This lead fell out of place several times in the implant, but finally remained in position. The next day, the lead was found to be dislodged again and was removed. This lead was replaced with a st jude medical lead.